Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 559 mg/dl; cause was unknown. Customer experienced vomiting. Elevated bg was addressed via a manual injection and infusion set change. Due to event occurring in the past, troubleshooting could not be performed with tandem technical support. Contact reported that the customer had been in communication with hcp to resolve the issue and declined to provide any additional information regarding the issue.